Event description:
It was reported that a homechoice (hc) device experienced, a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell, three of four of peritoneal dialysis therapy. There was nothing unusual found, during troubleshooting that would cause or contribute to the alarm. The technical service representative explained, the alarm and had the registered nurse (rn) cycle, the power on the hc to clear the alarm. The rn would have the patient start over with all new supplies to complete the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.